Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records were limited to the pt's implant record only. We have contacted the initial reporter to request additional information and if available, to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all pt, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2008 - the pt was implanted with a bard flat mesh during a sacral colpopexy procedure. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent due to additional information provided to davol by the patient's attorney. The additional medical records indicate the patient underwent additional medical procedures including explant of the bard flat mesh five years post implant. The medical records indicate the patient experienced adhesions, erosion, infection, inflammation and pain. Inflammation and adhesions are listed as known possible adverse reactions in the instructions-for-use. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a DHR review was conducted which showed no anomalies during the manufacturing process of the device. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2008 - the patient was diagnosed with uterovaginal prolapse and underwent a total abdominal hysterectomy, bilateral salpingo-oophorectomy and abdominal sacrocolpopexy with implant of a bard flat mesh. On (B)(6) 2012 - (B)(6) 2013 - the patient had multiple md office exams with complaints of urinary burning, foul odor, bloody vaginal discharge and pelvic pain. On exam it was noted the patient had "at the apex of the vagina a piece of mesh protruding. It is uncertain as to why the mesh exposure is occurring now. Possibly diverticulitis or some kind of abscess that spontaneously is draining through the vagina." On (B)(6) 2013 - the patient was diagnosed with dyspareunia, recurrent vaginitis, infected and exposed mesh in the vaginal cuff. The patient underwent vaginal exam, cystoscopy, open laparotomy with adhesiolysis, complete dissection and removal of infected mesh from the promontory to the vaginal cuff, closure of the vaginal cuff, limited colpopexy and cystoscopy. On (B)(6) 2014 - the patient was diagnosed with a large central defect cystocele. The patient underwent repair a primary repair with no mention of or visualization of any residual bard flat mesh.